Event description:
Patient was in bradycardia, it was found that the right ventricular (rv) lead had small r-waves, rv oversensing that has inhibited pacing, and alert for low pacing impedance, and either a ventricular bigeminy pattern or p-waves oversensing on the rv lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).